Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that he is unable to flush or pull back. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported an unspecified bd¿ infusion set had blockage issues. The following information was provided by the initial reporter: "yes, unable to flush or pull back."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported an unspecified bd¿ infusion set had blockage issues. The following information was provided by the initial reporter: "yes, unable to flush or pull back."